Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (2000 mcg/ml at 291.2 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) had the patient in the office today to check the status of the pump post magnetic resonance imaging (MRI). The hcp reported the patient had their MRI on (B)(6) 2022 however in the pump logs it still said the pump was stalled. Hcp confirmed the pump was not audibly alarming. Technical services reviewed telemetry mode and had them check the pump logs again. The hcp stated they checked the pump logs a few more times but still had not seen the recovery. They mentioned the patient did just start hearing their pump alarm. Technical services reviewed that bringing the pump out of telemetry state could also cause the pump to start alarming (normal and expected for telemetry state). The hcp confirmed the patient had not had any symptoms and this was the first time they were hearing the pump alarm. Technical services reviewed these are all indications the pump was in telemetry state. Reviewed to continue to check pump logs for recovery message.

Event description:
Additional information was received from the healthcare provider indicated that the pump recovered an 1 hour after they read it. It was reported that the pump then stalled again on (B)(6) 2022; there were no reported of any electromagnetic interaction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.